Manufacturer narrative:
Correction to h6 of the initial report, the "component code" is being corrected from "4755 - part/component/sub-assembly term not applicable" to "919 - processor". This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The evaluation could not confirm the reported event as the subject equipment was not inspected and was not sent to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer regarding the reprocessing steps and the user did not provide information on result of culture test. Therefore, a root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscope reprocessor tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus.